Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately two years. Based on the follow-up with the health-care provider, it was learned that the explant was due to fungal endocarditis. The health-care provider also mentioned that the explant was not due to any device malfunction. Per the pathology report, prosthetic aortic valve was remarkable for vegetations covering the ventricular aspect of one of the cusps. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device valve vegetations. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore the reported event can not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the pathology report, microscopic diagnosis confirms fungal endocarditis; special stains for fungi (pad and gms) are confirmatory. Please note that this patient has a related event, please reference (B)(4); model no.: 6900p.